Event description:
During product evaluation, a flogard infusion pump was found with a low battery alarm. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The low battery alarm was identified during the functional testing. The cause of the condition was due to a depleted battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.